Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Information was received from a health care professional regarding a patient who was receiving an unknown drug (concentration 3000mcg/ml, dose 516.3mcg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the catheter was kinked, the issue was diagnosed during a revision, the catheter was revised and replaced in (B)(6) 2012 and the event was resolved. There were no symptoms reported. Additional information has been requested regarding the type of medication, patient's medical history, device serial number and to clarify the reason for the revision and whether any symptoms were experienced, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.